Event description:
It was initially reported on a returned implant card that the patient that lead impedance was high during a generator replacement. There was no indication that the lead was replaced. Operative notes were received that stated that after confirming that the system was fully functional the pulse generator was inserted into the pocket. This indicated that diagnostics were within normal limits conflicting with the reported high impedance in the implant card. However this has not been able to be confirmed. Good faith attempts for additional information have been unsuccessful to date.

Event description:
Additional information was received that the generator was returned to the manufacturer for evaluation. Product analysis is planned but has not been complete. The physician will not provide additional information without patient's signature authorizing the release of information.

Event description:
Product analysis was completed on the generator. An open can measurement of the battery voltage determined that the battery was depleted. The end of service condition was the result of normal, expected battery depletion based on the battery life calculation, the electrical test results and the bench evaluation. The generator performed according to functional specifications. Analysis of the generator in the pa lab concluded that no abnormal performance or any other type of adverse condition was found.